Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the patient tape not sticking, fell off after 1 hour of use. No further information was availables.